Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Data logs were investigated and low pump flow and suction alarm was confirmed at case start. The placement signal was observed to be marginally drifting down. Therefore, as per the clinical information and data log review, the root cause of the low pump flow issue was most likely spontaneous ventricular rupture patient condition related since low flows were observed since pump start even after giving volume.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that following impella cp implant, the pump encountered immediate suction. Volume was given, but the flow remained low and the suction alarms returned. The staff believed that further care was futile and the patient passed away. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.